Event description:
The surgeon had performed two cataract surgeries earlier in the day and experienced the following problems: loss of control with the foot pedal, loss of vacuum and aspiration and the inability to change modes from the control panel. By turning off and turning on the machine and re-calibrating, the surgeon was able to complete the surgery. The above scenario was repeated with this pt. The surgeon stated the pt apparently did not suffer a negative outcome from the problems that occurred with the equipment and the prolonged surgery time.